Event description:
Info rec'd indicates the head end high/low is drifting down overnight.

Manufacturer narrative:
The technician found the hydraulic valve sticking. The technician replaced the head end high/low down valve to repair the bed.